Event description:
It was reported that the customer went to the emergency room on approximately (B)(6) 2015 due to low blood glucose levels. Customer stabilized blood glucose levels with dextrose and maple syrup, and released the same day. No treatment was provided by the emergency room. Customer's blood glucose levels were stabilized before seeing the emergency room physician.

Manufacturer narrative:
No product returning for eval. Should new relevant information become available, a supplemental form will be submitted.